Event description:
It was reported that during a routine device follow-up, the device displayed 0.0% pacing after interrogation and the trend of heart rate variability was not present, although other trends were preserved and displayed. The device had also disabled MRI surescan because the right atrial lead impedance was high. The physician chose to inactivate the lead because the patient was in permanent atrial fibrillation (af). It was noted that once the device was programmed to a ventricular-only pacing mode and implant detect was programmed to off, the pacing percent would show data. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged malfunction. (B)(4).